Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had high threshold which caused battery to deplete rapidly. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported event of high threshold was not confirmed. As received, a complete lead was returned in two pieces measuring 33.4 cm of the connector portion and 54.2 cm of the distal portion. Visual inspection and electrical testing did not find any anomalies except for damages consistent with procedure damage.